Manufacturer narrative:
(B)(6).

Event description:
It has been reported that a patient's wound enlarged following the use of an allevyn ag gentle dressing. The wound was in good condition prior to treatment with the mentioned dressing but enlarged during treatment.